Event description:
It was reported that this patient was admitted to the hospital emergently unrelated to this artificial urinary sphincter (aus) at which time a catheterization was attempted resulting in erosion. A surgical procedure was performed during which the aus was removed to allow the urethra to heal. Approximately 6 months later a second procedure was performed to reimplant the patient with a new aus. The physician attempted to dissect around the urethral scar tissue but an injury occurred when an instrument perforated the anterior of the urethra; the procedure was subsequently aborted. The explanted product is not expected for return. No other patient complications or injury were reported. A supplemental report will be filed should additional information received or the device returned for analysis.

Event description:
It was reported that this patient was admitted to the hospital emergently unrelated to this artificial urinary sphincter (aus) at which time a catheterization was attempted resulting in erosion. A surgical procedure was performed during which the aus was removed to allow the urethra to heal. Approximately 6 months later a second procedure was performed to reimplant the patient with a new aus. The physician attempted to dissect around the urethral scar tissue but an injury occurred and the procedure was aborted. The explanted product is not expected for return. No other patient complications or injury were reported. A supplemental report will be filed should additional information received or the device returned for analysis.